Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0hs82, implanted: 2014-(B)(4), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(4), product type extension. (B)(4).

Event description:
It was reported there was shock/current at the implant site and numbness. It was noted there was a shocking or jolting sensation. It was stated the issue began 5 days prior to report and the night prior to report they felt numb on their left side from the neck to the top of their head. It was stated it ¿seemed to be in the mornings.¿